Manufacturer narrative:
H.6. Investigation summary: one actual sample was returned for evaluation. The investigation was not able to confirm what customer had experienced as no abnormality was observed on the returned sample. A review of the device history record revealed no irregularities during the manufacture of the reported lot. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance. Hence, root cause is unable to be determined. H3 other text : see section h.10.

Event description:
It was reported that during use of the bd insyte-w¿ IV catheter the adaptor will be pulled out with needle cap together when pulled out of needle cap, and catheter automatically wrinkles when the needle was inserted. This occurred on 5 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it was found the adaptor will be pulled out with needle cap together when pulled out of needle cap, and catheter automatically wrinkles when the needle was inserted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte-w¿ IV catheter the adaptor will be pulled out with needle cap together when pulled out of needle cap, and catheter automatically wrinkles when the needle was inserted. This occurred on 5 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it was found the adaptor will be pulled out with needle cap together when pulled out of needle cap, and catheter automatically wrinkles when the needle was inserted.